Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify prime/fill/rewind anomaly, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 130 mg/dl at the time of the incident. Customer states the insulin pump error cannot be cleared. The customer also stated they were having issues with the rewind and that insulin was squirting out during the fill tubing process. Troubleshooting was performed however the issue was not resolved. The insulin pump is returning for analysis.